Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional additionally reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, brown encapsulation device, red particles in the shell, deformation device, wear abrasion, white calcification like in the shell, cloudy in the gel and creases fold. No other observation observed. The unit is not ruptured. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional additionally reported rupture. Device has been explanted.